Event description:
Note: this is one of two devices that failed in this event. Refer to associated manufacturer report 3005099803-2008-06248 for a description of the related event. It was reported to boston scientific corporation, that a resolution clip device was used on a 45 year old female patient during a colonoscopy. According to the complainant, "during the procedure, the clip would not release." The procedure was completed with another resolution clip device. No patient complications were reported as a result of this event.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-06250. Since the initial cesub submitted, an internal review of the file revealed that an incorrect bsc reference was used.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed.